Event description:
It was reported that the right ventricular lead exhibited high threshold, low impedance, and apparent conductor facture. The lead was capped and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.